Event description:
A malfunction alarm was reported due to a momentary power loss to the vibrator motor, identified with malfunction code 12. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with instructions to reset the pump, and after resetting, the malfunction code did not recur. The customer was advised to continue using the pump and contact technical support if the issue reappeared, which the customer acknowledged and understood.